Event description:
It was reported that during a shoulder sleeve repair, the twinfix ultra anchor was broken. The insertion site was cleared of all debris prior to insertion of the anchor and the broken pieces were removed with the help of tweezers. The procedure was completed using a back-up device in the originally drilled bone hole, and no void was left in the patient. There was a non-significant surgical delay was reported. No further complications were reported. Patient status is well.

Manufacturer narrative:
Internal complaint reference case (B)(4). B5, b7 and h6: event description, patient info and f codes updated.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 e1: contact updated. H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The sutures are still on the device, run through the cannula, and tied at the cleat. The anchor is still on the device. The distal end of the anchor has been broken and is being held in place by the sutures. Bio debris is present. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include an application of excessive force on the device, excessive torque on the device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 a1, a2, a3, a4: patient information updated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a procedure, the twinfix ultra anchor was broken. The procedure was completed using a back-up device, but it is unknown if there was a surgical delay. No further complications were reported.